Event description:
A report was received that the patient's leads in the neck were not in the right place and the scs would not work for patient's pain. The patient underwent an scs explant procedure. Additional information was received that the patient underwent an explant procedure due to an infection in an unknown location which caused more pain. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Model number/catalog number: sc- 1132, serial number: (B)(4), batch/lot number: 125822, model/catalog description: precision spectra ipg kit. Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 17539403, model/catalog description: linear st lead kit 70 cm.

Event description:
A report was received that the patients leads in the neck were not in the right place and the scs would not work for patients pain. The patient underwent an scs explant procedure.